Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported that the patient woke up in the middle of the night hearing the pump¿s critical alarm. The patient called a healthcare provider (hcp), who had the patient visit the hcp on (B)(6) 2013 and interrogate the pump to see what was going on. It was noted that the pump logs showed a motor stall from time 1:07 to 1:49. The motor stall recovered at 1:49. As of the date of the report, the pump was being titrated down in preparation for pump explant; the reason for explant was not related to the motor stall that occurred on (B)(6) 2013. It was noted that the patient was already taking oral baclofen since patient had already decided to have the pump removed. So, the patient¿s oral medication was continued. It was noted that it was hard for the patient to tell if there were any symptoms related to the motor stall, since the pump had already been down-titrated and the patient was having withdrawal symptoms due to the reduction in the medication. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies, and the root cause of the field stall and recovery could not be determined. The catheter was incomplete and returned in segments. Analysis of the catheter revealed a non-significant indent that did not affect infusion. The catheter passed all acceptable testing. (B)(4).

Event description:
The patient recovered without sequela after the device was removed. The logs showed a pump motor stall for over 40 minutes without a cause. No MRI was done, no rotor study was performed, and no dye study was performed. The medication used within the system was lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.